Manufacturer narrative:
It was reported that regardless of the comb, it clogs up and doesn't cut anything. To make it work, you have to press the comb very firmly against a rigid surface so that it pushes as far as possible onto the arm that drives the movement, but this only works for a few moments. This maneuver shouldn't be necessary on a nearly new clipper or with a new comb. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that regardless of the comb, it clogs up and doesn't cut anything. To make it work, you have to press the comb very firmly against a rigid surface so that it pushes as far as possible onto the arm that drives the movement, but this only works for a few moments. This maneuver shouldn't be necessary on a nearly new clipper or with a new comb.